Event description:
It was reported that prior to use the device was found to have ventricular fibrillation (vf) detections turned on at the time of initial interrogation. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The analyst noted that the device was interrogated in its original shipping package. No detections were on at receipt. Device received in the unopened original shipping package. At functional test, device accidently dropped 3 feet onto concrete floor resulting indent on lower right edge of front shield. (B)(4).